Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached over 600 mg/dL while wearing the Pod on their arm for an unknown duration. Symptoms reported include headache, nausea, dizziness, and disorientation. The patient was treated with intravenous (IV) fluids and insulin. The patient was discharged the following day (b)(6) 2026. The Pod was disposed of at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.3.Hardware: iPhone16.1.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.